Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter; product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving dilaudid, 2.8 mg/ml hydromorphone at 0.134 mg/day and clonidine, 100 mcg/ml concentration at 4.8 mcg/day dose via intrathecal drug delivery pump for unknown indication of use. It was reported that patient had a headache post implant and some overall increased pain. No environmental/external/patient factors that may have led or contributed to the issue were reported. Catheter access port dye study under flouro was performed on 6/29. Clear cerebrospinal fluid(csf), good distribution of contrast in subarachnoid space and catheter tip were confirmed at the t9/t10 level, the same as it was at implant. No interventions/actions were taken to resolve the issue. At the time of this report, it was unknown if the issue had been resolved and patient status was alive- no injury. No further complications were reported. Additional information was received from a healthcare provider (hcp) via a manufacturer representative. It was reported that the patient went to milwaukee and had her pump explanted. There was a possible csf leak around the catheter. The hcp did not know which facility this took place in and why it was not simply fixed, seeing the patient did very well with her pump trial. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the manufacturer representative did not know who took the pump out or what hospital it was done.